Event description:
The patient was brought to the or. Following completion of universal protocol he was prepped and draped in or for a planned intertan nail to the right femur. Incision was made and approximately twenty minutes following incision and fine progression of the case, it was observed that the smith & nephew honeycomb guide was not intact on the back field after having been used. Extensive further investigation using radiology revealed the presence of the missing portion of the honeycomb in the patient's femoral canal. Multiple attempts at removal/retrieval of the honeycomb piece utilizing a myriad of instruments all failed. Due to the location of the broken piece in the femur, the procedure was changed to a dynamic hip screw (dhs) by the doctor. Appropriate instruments were obtained and the procedure was completed without further incident.